Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es pyxis had the screen displaying the message "temp non-profile mode" and the prescription (rx) was crossed out. This meant the system was temporarily operating in a non-profile mode. In this mode, medications linked to patient profiles were not accessible and were unable to pull the required medications as expected. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 30-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system pyxis in temp mode, meds blocked. The technical support specialist resolved the issue by removing the station from temporary non-profile mode and sent instructions to the user, who successfully followed them. A follow-up call confirmed resolution, and the case was closed. The system functioned as intended after troubleshot by the technical support specialist.